Manufacturer narrative:
The reporter mentioned that they use 13 x 75 mm. Tubes and did not use rack adapters for 13 mm. Diameter tubes when initially testing the sample on the e 801 analyzer.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs ver. 2 assay on a cobas 8000 e 801 module. An aliquot tube of the sample initially resulted in a troponin t value of 16.0 ng/l and this value was reported outside of the laboratory to the doctor. The doctor requested a repeat of the sample. The aliquot tube of the sample was repeated on the same analyzer on (B)(6) 2021, resulting in a value of 3047 ng/l. The primary tube of the sample was also repeated on the same analyzer on (B)(6) 2021, resulting in a value of 3008 ng/l. The aliquot tube of the sample was repeated on a cobas 6000 e 601 module on (B)(6) 2021, resulting in a value of 3180 ng/l. The primary tube of the sample was also repeated on the e 601 analyzer on (B)(6) 2021, resulting in a value of 3205 ng/l. All repeat values were believed to be correct. The troponin t reagent lot number was 566335. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
For the last calibration on 20-nov-2021, signal counts were within expectations. Quality controls were within assigned ranges on the day of the event. A general reagent issue can be excluded. Upon review of the alarm trace, sample short alarms, sample clot detection alarms, and abnormal aspiration alarms occurred between (B)(6) 2021 and (B)(6) 2021. These alarms indicate potential sample quality issues. The investigation could not identify a product problem. The cause of the event could not be determined.